Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with an angio-seal device. Additional information was received on 11mar2021. The doctor did the locating step and had a strong pulsation flow, he inserted the angio-seal device and heard a click when inserted all the way, then pulled back on the angio-seal device until the two clicks were heard. When he went to retract the sheath to deploy the plug the whole device came out and he had to hold pressure. After inspecting the tip of the sheath, the angio-seal device was inside the manifold at the tip of the sheath. There was no patient injury. The procedure outcome was successful. The procedure being performed prior to the use of the angio-seal device was a diagnostic neuro angio.